Manufacturer narrative:
Visual analysis of the returned device identified: one opening curved on the plug strap, crease flat and wear abrasion. Leak test and microscopic analysis was performed which identified: one opening sharp on the plug strap disk shell bond edge and partial delamination of the valve. A dimension measurement in the shell was performed which identified the thickness within specification. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: one sharp opening on the plug strap disk shell bond edge due to an unidentified (tear) opening. Partial delamination of the valve (adhesive failure).

Event description:
Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left-side deflation. Device remains implanted.